Event description:
Boston scientific received information stating: micro dislodgement on the rv lead last month. They programmed him unipolar because that was effective. They saw him today and all seems fine with bipolar. We discussed how auto capture works and they will leave him bipolar and see him in one month. !information received from medical personnel: (B)(6). No other details provided. Implant date (B)(6) 2010. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).